Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) levels of 310 mg/dl for about three hours after a recent supply change. The agent advised that if no improvement occurred within two hours, another supply change might be necessary. The user noted bg levels were beginning to drop and chose to allow the ilet to continue correcting. The highest blood glucose (bg) recorded was 310 mg/dl. Bg was corrected through ilet insulin delivery. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.